Event description:
The customer obtained a false positive anti-hav total patient result on the vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased result was reported, however, there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that imprecise results were found on one patient sample due to the presence of red cells in the sample. The IFU for vitros anti-hav total reagent states that the sample should be free of cellular material in order to prevent erroneous results. The root cause is user error in the pre-analytical processing of the sample.